Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini was displaying inaccurately high readings compared to her feelings/ normal results. This complaint was classified using the customer care advocate (cca) documentation. On an unspecified date and time, "a couple of weeks" prior to contacting lfs, the patient reported obtaining high readings in the "270s mg/dl." The patient reported managing her diabetes with oral medications including onglyza 5 mg, once a day, glucovance, 500mg taken twice a day, with diet and exercise to manage her diabetes. The patient reported she normally tests her blood sugar 2-3 times a day and her normal readings are "150mg/dl" or below. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. Shortly after the alleged issue occurred, the patient claimed that she developed symptoms of feeling "jittery and shaky," symptoms that she normally associates with low blood glucose and took food/drink in response to the symptoms. The patient reported 15-20 minutes after eating or drinking, her symptoms were relieved. At the time of troubleshooting, the cca was able to confirm that the subject meter's unit of measurement was correct and the patient's test strips were in good condition. The cca node the meter's code was correct. However when a control solution test was run, the result was within the expected range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims she obtained an inaccurately high reading, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.